Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device evaluation. The suspect device was returned to olympus for evaluation. The reported problem could not be duplicated or confirmed. The video image and signals were verified to function as expected when tested with multiple scopes and an olympus, clv-190 light source. The unit passed all functional tests. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was failure to follow the instructions for use. As stated in the instructions for use: "combination with other equipment: use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image. Before using high-frequency electrosurgical equipment, be sure to install and connect the equipment according to its instruction manual and make sure that the noise does not affect the observation and surgical procedures. If high-frequency electrosurgical equipment is used without such confirmation, patient injury may result."

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that when using a non-olympus electrosurgical unit (erbie) and the argon plasma coagulation was activated, the image was lost. The problem, as reported to olympus, occurred during a procedure. There was no patient injury, associated with the problem, reported to olympus.